Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, weight, race, and ethnicity were not provided. The expiration date of the device is not known as the device lot number is not available / not reported. The name, phone and email address of the initial reporter are not available / reported. The device manufacture date is not known as the device lot number is not available / not reported. [Conclusion]: the healthcare professional reported that during a thrombectomy procedure that was targeting a right m1 occlusion using the 132cm embovac 71 aspiration catheter (ic71132ca / lot# unknown) employing the stent-retriever assisted vacuum-locked extraction (save) technique in an elderly female patient with significant macroangiopathy, the embovac catheter had an extreme amount of ¿stretch¿ during retrieval (i.e., due to its high elasticity, it lengthened to an alarming degree.¿ as a result, the embovac catheter did not make ¿bella figura.¿ there was no patient adverse event or patient complication reported. Multiple attempts to obtain additional information related to the procedure and the reported device issue were unsuccessful. If additional information is received at a later date, this file will be updated accordingly. The 132cm embovac 71 aspiration catheter was returned for evaluation and analysis. The investigation is documented below. Investigation summary: a non-sterile 132cm embovac 71 aspiration catheter was received contained in a pouch. Visual inspection was performed. The presence of the hydrophilic coating was confirmed. The tip of the catheter was observed to be in good condition (i.e., it was not ovalized, crushed, nor compressed). The braided mesh was observed to be compressed at 4 cm, and from 11.5 cm to 14.5 cm from the distal end, possibly due to overtightening of the rotating hemostasis valve (rhv) during the retrieval of the device. The braided mesh was also noted to be stretched from 5 cm to 10.5 cm from the distal end, which seemed to be the failure reported by the physician; due to the stretching, delamination of the polytetrafluoroethylene (ptfe) coating was observed. The catheter shaft was observed to be compressed at 16 cm and 20 cm from the distal end, this damage may have appeared sometime during the retrieval of the device as it might have precluded the introduction/tracking of the device. Further evidence of shaft damage was found, four (4) kinks were noted at 81 cm, 89 cm, and 101.5 cm from the distal end, and just proximal the ID band. These kinks are suspected to have occurred sometime during the post-operative handling or decontamination of the catheter as these are not covered in the event description. The device was confirmed to be within specifications for the inner diameter (ID) and outer diameter (od) of the non-damaged portions. The reported issue related to the catheter stretching during the retrieval was confirmed due to the appearance of the returned device as observed on the braid mesh section. Procedural and clinical factors such as the patient condition noted on the initial report (i.e., macroangiopathy) might have contributed to the encountered issue. With the limited information available, the root cause remains speculative and inconclusive, however, there is no indication that the issue reported in the complaint is a result of a defect inherently related to the device. The device lot number was not available. The manufacturing documentation review could not be performed without the lot number. As part of cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure is multifactorial. Although no conclusion could be reach on the cause of the reported event, the instructions for use contain the following precautions: ¿ carefully inspect all devices prior to use. Verify size, length, and condition are suitable for the specific procedure. Do not use a device that has been damaged in any way; replace with another large bore catheter. A damaged device may cause complications. ¿ exercise care in handling the large bore catheter to reduce the chance of accidental damage. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during a thrombectomy procedure that was targeting a right m1 occlusion using the 132cm embovac 71 aspiration catheter (ic71132ca / lot# unknown) employing the stent-retriever assisted vacuum-locked extraction (save) technique in an elderly female patient with significant macroangiopathy, the embovac catheter had an extreme amount of ¿stretch¿ during retrieval (i.e., due to its high elasticity, it lengthened to an alarming degree.¿ as a result, the embovac catheter did not make ¿bella figura.¿ there was no patient adverse event or patient complication reported. Based on the result of the product analysis completed on (B)(6) 2022, the event has been deemed reportable as a "malfunction."

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis completed on 17-jun-2022 was reopened on 08-sep-2022, in order to make a correction to the investigation summary and the investigation findings. [Correction]: investigation summary: a non-sterile 132cm embovac 71 aspiration catheter was received contained in a pouch. Visual inspection was performed. The presence of the hydrophilic coating was confirmed. The tip of the catheter was observed to be in good condition (i.e., it was not ovalized, crushed, nor compressed). The braided mesh was observed to be compressed at 4 cm, and from 11.5 cm to 14.5 cm from the distal end, possibly due to overtightening of the rotating hemostasis valve (rhv) during the retrieval of the device. The braided mesh was also noted to be stretched from 5 cm to 10.5 cm from the distal end, which seemed to be the failure reported by the physician; due to the stretching, the coating had a torn/frayed appearance. The catheter shaft was observed to be compressed at 16 cm and 20 cm from the distal end, this damage may have appeared sometime during the retrieval of the device as it might have precluded the introduction/tracking of the device. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt. The following statement: ¿delamination of the ptfe (coating) was observed¿ in the investigation summary in section h.10 that was submitted in the 3500a initial report on 17-jun-2022 was removed and replaced with the ¿the coating had a torn / frayed appearance.¿ the investigation findings code: 'manufacturing process problem identified (c16)' has been corrected to 'stress problem identified (c0706).

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received on 12-jul-2022. [Additional information]: on 12-jul-2022, the initial reporter information was received. The title, first name, last name, email address and phone number of the physician was provided. The physician title is chefarzt (facharzt für radiologie, schwerpunkt neuroradiologie). E.1: initial reporter phone: (B)(6). The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.